Event description:
A complaint was reported to boston scientific corporation on a zero tip retrieval basket used during a procedure on (B)(6) 2012. According to the complaint, during the procedure the basket would not close on the stone. The procedure was completed with another of the same device. There were no patient complications as a result of this event and the patient's condition post procedure was stable.

Manufacturer narrative:
(B)(6). Additional information received on (B)(4) 2012, upon analysis of the returned device at the complaint investigation site revealed that the basket detached at the splice cannula with significant damage to the sub-assembly. Further clarification received from the customer on (B)(6) 2012, stated that the basket wouldn't close on the stone, and upon removal of the device from the patient the aforementioned device conditions were noted. No fragment fully detached inside the patient's anatomy. Analysis of the returned zero tip retrieval basket revealed the introducer was on the proximal end of the sheath and the basket was completely damaged; it appeared to have been pulled apart. Several fragments of the basket wire were returned and the heat shrink was present, but it appeared that some of the heat shrink was not returned. The outer sheath was kinked in several locations along the working length; many of the kinks were collapsed. The sheath was buckled/twisted for approximately 9.5cm beginning approximately 48cm from the distal end of the black strain relief. There was a torque mark present on the handle cap to indicate the application of the torquing process; and the handle cannula was visible through the handle. A functional evaluation was performed and when the handle was actuated, the handle would move smoothly but the basket would not open. The handle cap was removed; the cap was tight. The handle cannula extended approximately 2mm from the proximal end of the pinch vise, which meets specification. The distal end of the wire sub-assembly was removed from the distal end of the sheath; and could not be completely removed due to the defects noted on the sheath. The basket was detached at the splice cannula. Prevalent crimp marks and adhesive were present on the splice cannula indicating the basket was properly assembled during manufacturing. A dimensional verification was performed on the sheath sub-assembly and the working length measured approximately 119.1cm, which is below the lower specification limit. A device history record review was performed and confirmed that the device was manufactured in accordance with the device master record. During manufacturing, the devices are 100% inspected for device functionality/integrity. The defects identified on the device were most likely due to some operational or anatomical aspect encountered during the procedure; therefore, the most probable root cause for this complaint is operational/physiological context.